Event description:
It was reported by the vad coord that the battery clip was being returned due to battery connection issues. There was no pt injury as the device was not in use on a pt. No further issues were reported.

Manufacturer narrative:
The battery clip was returned to the MFR for eval. The analysis of the battery clip confirmed a loose threaded nut connector. Upon examination of the battery clip housing, the threaded connector was loose and the presence of loctite adhesive on the threads although confirmed was insufficient to prevent the nut from unthreading. The report of loose battery clip threaded connector was addressed through the MFR's corrective/presentative action sys and an urgent medical device recall (2916596-10/14/09-001-4) was issued. No further info is available. The MFR is now closing its file on this event.